Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert occurred without user interaction on the bolus screen resulting in a bolus delivering. Customer's blood glucose level was 108-109 mg/dl.